Manufacturer narrative:
UDI - unknown part number, UDI unavailable. It has been reported that the device will be returned for evaluation. Upon receipt of the device or additional relevant information, a follow-up report will be submitted.

Event description:
As reported by biomarin after 2 weeks a codman icv device was revised after it was confirmed that it had been placed in the wrong position. It occurred in an (B)(6) year old female patient participating in a company sponsored (B)(6) study. The event may have likely due to the incorrect placement of the device necessitating revision. The event is not related to (B)(6). This is the second of 2 devices being registered; the other device is registered as (B)(4).

Manufacturer narrative:
It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman and no lot number information has been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.